Event description:
A kimberly-clark sales representative was notified in 2005 that a pt, who was being intubated, had died. According to the hosp, a trach care 2.5 "y" product was connected to the hospital's 2.5 portex endotracheal tube of a 480 gm). When the hospital used a 6 french stylus for the intubation, there was a tight fit into the 2.5 adapter. The hospital stated that there was force required to remove the stylet and a tracheal tear occurred. The pt developed pneumomediastium and subsequently died.